Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had minor scratches on the lcd window, a cracked display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump during a bolus delivery attempt. He changed the set, gave himself a shot and received another no delivery while he was sleeping. The customer's blood glucose was 110 mg/dl. He was advised to revert to a backup plan. The customer had tried different cannula lengths. The insulin was not expired or denatured. The patient was rotating sites and avoiding scar tissue. The patient was using the serter device according to instructions for use. He stated the tubing was not bent or kinked. The customer stated he had tried all remedies. Nothing further was reported.